Manufacturer narrative:
The devices were discarded. X-ray imaging was not available for review to confirm the lead migration. The root cause for lead migration cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement)" as a result.¿ a quantity of two (2) implanted leads. Second lead information: product description: evoke cap12 percutaneous lead kit - 60cm. Model #: 102878. Catalog#: 3008. Serial/lot #: (B)(6). Manufacture date: 4/18/2024. Expirati4/18/2026on date: 4/18/2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray confirmed migration of both leads. The evoke scs system was explanted.